Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17425186 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, the cath f5.2+ jr4 100 cm has no thread at the hub¿s making it impossible to use. The hubs have no thread to hook up tubing. There was no reported patient injury reported and the product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
As reported, the supertorque plus cath f5.2+ jr4 100 cm has no thread at the hub¿s making it impossible to use. The hubs have no thread to hook up tubing. There was no reported patient injury reported and the product will not be returned for analysis. Multiple attempts were made without success to obtain the device and additional information. The devices were not returned for analysis. A device history record (DHR) review of lot 17425186 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported, ¿luer hub incompatibility/fit-with injector tubing/IV tubing¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use: ¿before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ if the user is unable to properly remove air from the device, or properly connect the luer hub to a syringe, the user is trained to determine cause and/or exchange devices. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the cath f5.2+ jr4 100 cm has no thread at the hub¿s making it impossible to use. The hubs have no thread to hook up tubing. There was no reported patient injury reported and the product will not be returned for analysis. Multiple attempts were made without success to obtain the device and additional information.